Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the lead tip stiffness tested within specifications.

Event description:
It was reported that the device was not sensing. The patient also noted having diaphragmatic stimulation when pacing vvi 80. Lead perforation was suspected. The lead was explanted.